Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed plastic part of the light guide connecting tube detachment issue could not be determined, however, the issue was likely the result of chemical and or physical stress. The event may be detected/prevented by following the instructions for use which state: ent videoscope - olympus enf-v3 - safety instructions handling and general precautions ¿ do not bend the flexible part of the endoscope, the universal cord, or the video cable in small increments (diameter less than 10 cm), as this may cause damage. ¿ do not bend the insertion tube of the endoscope with excessive force, as this may cause damage to the insertion tube. ¿ do not twist or bend the curved section by hand as this may cause damage. ¿ do not squeeze the curved part too hard, as this may stretch or tear the covering material on the curved part, resulting in water leakage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rhino-laryngo videoscope experienced part of the connecting tube fell off. There were no reports of patient involvement.